Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 impact code, type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. The device was returned with curvature due to return conditions inside of jar. Distal balloon catheter was cut at triple markers with valve crimped at the proximal end of inflation balloon. Remainder of delivery system was not returned. Based on the condition of the received device (partial return) no functional or dimensional testing was performed. Imagery was provided for review. Review of procedural imagery and 3mensio was performed, and the following was observed: the left femoral artery that was accessed did not appear to be tortuous or calcified. Distal delivery system appeared to be cut through the guidewire, inserted through distal sheath shaft with crimped thv exposed through torn liner and nose cone exited through distal tip. One strut bent outward at the inflow side. Delivery system flex shaft and valve are protruding through the sheath inside the patient. Per the risk documents for the commander delivery system, difficulty or inability to retrieve the delivery system with crimped thv is an identified hazardous situation associated with the transcatheter valve replacement procedure. Commander retrieval through the deployed thv and through the esheath/esheath plus are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath plus is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. If the user attempts to withdraw the delivery system with crimped thv through the sheath hub, the thv may become caught on the hemostasis seals within the sheath hub, resulting in withdrawal difficulty. The complaint was confirmed. Investigation results suggest procedural factors (valve caught on sheath, damaged sheath liner) may have caused or contributed to this complaint event. In this case, the patients left access vessels did not appear to have calcification or tortuosity, therefore patient factors are not likely contributing to the complaint event. Additionally, the bent strut created a larger profile that may interact with the vasculature or sheath during withdrawal. Procedural imagery shows the delivery system protruding through the side the sheath suggesting a damaged liner which could have caused further resistance withdrawing the crimped valve through the sheath. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards lifescience field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. Standard tavr was performed on the left side. Pre dilator was used on back table, and sheath inserted. There were no issues with inserting the 14f esheath plus into the patient. The loader tool was inserted all the way and the 26mm sapien 3 ultra valve and 26mm commander delivery system were inserted into the sheath and advanced. The physician said that the valve had normal push to pass through. When advancing the valve through the sheath, it was noticed wire coming back from the lv. Panned to the access point and observed the delivery system had prolapsed into the internal iliac of the patient. The sheath torn on the expansion area, and the resistance of pushing the delivery system up had pushed the delivery system into the internal iliac. There was no support from the sheath which cause the system to take the path of least resistance. Only the nose cone of the delivery system made it out of the top of the sheath. The valve was observed to have a bent strut. Vascular surgery was called and decided to pull the delivery system back. After getting it straight they tried to walk delivery system back and was asked to stop because the valve was partially out of the side of sheath. The decision was made to surgically cut down on the iliac to remove valve. The procedure was stopped and vascular surgery was performed. Ligation of the left distal common iliac, internal iliac and external iliac ligation with common iliac to left common femoral artery (cfa) bypass and bilateral femoral artery cutdowns. Patient received 8 units packed red blood cells (prbc), 6 u ffp, 1 of platelet, 10 cryo. The devices were cut out of the patient. The patient was reported as stable.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2024-03496 2015691-2024-03497.